Event description:
During a pci treatment procedure, the maverick2 monorail 30x2.0 mm balloon ruptured at an unk pressure. The number of inflations performed was also unk. The pt was asymptomatic during this event. The lesion being treated was located in the left anterior descending coronary artery. The physician used a 6 fr mach 1 guide catheter and a .014 guide wire to cross the lesion. It is noted that resistance was met with insertion of the device. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.